Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device requires software installation. A technical support specialist, installed appropriate version of rss, allowing for a successful connection to the internet and completion of the setup process. The system functioned after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system continues to experience frequent freezes, customer has attempted to restart the device multiple times; however, it continues to fail. Customer stated that the malfunction caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.